Event description:
It was reported that the patient presented to the emergency department (ed) with no flow on their system controller. This was an acute onset that occurred about 7:15am on (B)(6) 2025 that displayed on the controller as 0.0lpm with 5400rpm, power 5, and pulsatility index (pi) around 7. The green circle of life was still lit up but very dimly. When trying to download log files it would get held up when trying to download file 3 even after restarting the app, the tablet, and trying a new tablet. Eventually, files from the backup controller were downloaded successfully. An echocardiogram was used to confirm there was flow in the pump, and the system controller was successfully exchanged. The new controller displayed expected values. The exchanged controller would be returned for evaluation. The log files were submitted for evaluation which contained limited data following the controller exchange. The pump appeared to have resumed the set speed, and the files did not provide much insight as to the cause of the event. The patient was hemodynamically stable throughout the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a dim light emitting diode was confirmed; however, the reported event of issues retrieving log files was unable to be confirmed. The heartmate 3 system controller ((B)(6)) was returned for analysis. Log files were downloaded prior to testing. The system controller was then functionally tested and passed. Of note, the pump running light emitting diode (led) was dim but visible confirming the reported event. The controller was then connected to a mock circulatory loop for an extended duration and was able to operate a pump without issue or alarms for extended operation. Following extended operation another set of files was downloaded without issue using a system monitor. Similarly, the returned controller was connected to a heartmate touch in attempt to reproduce the reported event. Log files were able to be obtained multiple times without issue. The reported log file retrieval issue was unable to be reproduced. The downloaded event log file (extracted from (B)(6)) revealed relevant data spanning from 11dec2025 ¿ 18dec2025 per timestamps. On 18dec2025, 7:39:10, a low flow alarm activates and remains active until the driveline is disconnected at 10:36:17. Low flow alarms were active due to a drop in the calculated flow dropping to 0 lpm by 7:39:10. The controller was shut down at 10:36:36 consistent with the reported controller exchange. The system controller, (B)(6), appeared to function as intended throughout the file. Provided information indicated that the patient presented to the emergency department (ed) with no flow on their system controller. The user attempted to retrieve log files without any success. The log file would reportedly stop at ¿file 3¿. In attempt to troubleshoot, they restarted the app, restarted the tablet, and tried a new tablet. Each time the download would get held up on downloading ¿file 3¿. The error message ¿loading data failed¿ was also observed in one of the retrieval attempts. The controller was exchanged to the backup controller and log files were successfully downloaded. A corrective and preventative action (CAPA) was implemented to address the issue of dim pump running leds. The returned controller was manufactured prior to the implementation of the CAPA, which replaced the type of led on the user interface printed circuit board. The root cause of the reported inability to retrieve log files could not be conclusively determined through this investigation. Incidental finding: the power cables were stripped and upon slight tugging force, both yellow internal wires and the red internal wire in the black power cable became severed, consistent with the observed measurements. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. Section 2 of the IFU, entitled ¿how your heart pump works¿, explains the system controller user interface symbols and alarms, including the pump running symbol. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.